Manufacturer narrative:
The product has not been returned to the manufacturer. Therefore an evaluation of the device was not possible.

Event description:
It was reported to medtronic neurosurgery that the 3-way main system stopcock was leaking and slightly bent.